Event description:
Patient admitted to facility on (B)(6) 2025 with diagnosis of stemi. Cardiac catheterization revealed multi-vessel coronary artery disease and intra-aortic balloon pump was placed in cath lab. Patient then taken to surgery for emergent CABG. Surgery completed at 0105 on (B)(6) 2025. At 0208 on (B)(6) 2025, bleeding was noted in helium tubing, with clinical suspicion of balloon rupture. Iabp removed. No complications from catheter removal and patient had significant hemodynamic improvement after removal.